Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00986. The reported complaint was confirmed. Data log analysis shows a configuration screen is entered and a pressure module appears to be reassigned. At 12:46:20 the central control monitor (ccm) reports the graphic user interface had an issue, which causes the ¿system computer needs service¿ message. The device was power cycled with no further issues observed. Log analysis indicates the tcim issue (B)(4) is similar to this event, where repeated tapping on the configuration button may cause the reported issue. This is a ccm-a issue only. A letter was sent to the user informing them to be cautious when using the ccm and to ensure single taps only are used when employing the touch screen. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). During laboratory evaluation the reported complaint was not duplicated. The product surveillance technician (pst) observed ccm to boot properly and function normally during evaluation. No problems found. As a precautionary measure a thorough cleaning of the dual in-line memory module (dimm) stick edge connector was performed utilizing alcohol and ionized air. The pst performed room temperature testing, elevated temperature testing, cold chamber testing and overnight testing of the ccm and observed the ccm to boot and function properly each time. The device will be sent to service for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, there was a "system computer needs service" error message displayed on the central control monitor (ccm). This system-1 is used for laboratory testing purposes only. There is nothing related to a patient or surgical procedure.